Event description:
A "pin hole," blood on venous tubing was discovered after 3 hrs into dialysis when pt started to become symptomatic. The hole seem to be located closer to the drip chamber but behind so machine and chair were hiding it. Blood was found on the floor under the dialysis chair and table and was discovered only when pt started to feel sick. Emergency procedure were initiated, pt had to receive 3 units of blood to compensate for the loss. Unit cannot confirm any particular lot number since pt discarded slip with lot number. Sample was discarded because of contamination with blood.